Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was intermittently unresponsive to presses when trying to unlock the pump. Reportedly, the customer was able to unlock the pump screen after multiple attempts. The customer's blood glucose level was 191 (mg/dl) at the time of the report. Reportedly the customer would continue to use the pump for insulin therapy.